Manufacturer narrative:
The balloon valvuloplasty catheter (bav) and esheath were returned to edwards for evaluation. The bav was received inside the sheath. Visual examination revealed a ¿winged shape" of the balloon when deflated, however the observed shape is considered normal after the balloon has been inflated and remains deflated. The "winged shape" of a fully deflated balloon does not affect bav withdrawal into the sheath. The proximal balloon bond was partially delaminated. No other abnormalities were observed on the device. The sheath was visually inspected severe distal tip damage was observed, with minor scratches along the sheath shaft. No other abnormalities were observed. No applicable dimensions could be measured on the esheath relating to withdrawal difficulty of the bav through the sheath due to the (normal) expanded condition of the sheath/tip. Functional assessment revealed the balloon catheter was able to be withdrawn into the distal tip of the sheath without difficulty. The 100% inspection of balloon bonds in manufacturing supports that the delamination occurred during use rather than during assembly. The bav is shipped with a balloon cover which would prevent such damage during handling and packaging. A review of the device history record and complaint history did not reveal any indication that the issue is manufacturing related. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the patient¿s access vessel mld was 8.4mm and of adequate size for the 16fr esheath. Removal of the partially delaminated and ¿winged¿ balloon catheter in addition to access vessel calcification and tortuosity, not always appreciable on imaging, may have been a contributing factor for the femoral artery dissection. Per report, there was moderate tortuosity and mild calcification of the patient¿s access vessel. It is possible that the following patient or procedural factors contributed to the difficulty retrieving the bav into the sheath and subsequent dissection: - damage caused by calcification during use could lead to the bav becoming damaged and result in the potential retrieval issues described in the complaint. - vessel tortuosity and/or sheath insertion angle can result in non-coaxiality of the bav when withdrawn into the sheath, which can cause interference and the observed bav and sheath damage. The bav damage and vessel tortuosity likely contributed to the bav being caught onto distal sheath tip during withdrawal attempts, which led to the observed sheath tip damage. Engineering was unable to determine an exact root cause. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
After bav was performed, the edwards 20mm bav balloon would not go back into the 16fr esheath. Attempts to manipulate the balloon for removal were unsuccessful and the bav and esheath were removed together, as a unit. Upon removal, the balloon was observed to have a ¿winged¿ shape, possibly preventing it from going back into the 16fr esheath. A new 16fr esheath was used and a 23mm sapien xt valve was implanted. Upon removal of the second esheath, a small dissection of the right femoral artery was observed above the insertion site. A 7.0mm x 40mm pta balloon was used and a 9.0mm x 60mm self expanding peripheral stent was placed. At the time of the report the patient was stable.